Event description:
Report received of pt death while device was in use. The device was programmed in the pca only mode to deliver 0.5mg of dilaudid in 50ml, with a 0.5mg pca dose and a 10 minute pca lockout. Reportedly in 2004 at 0715, the nurse found the pt unresponsive, "face down in bed, with their head in the pillow". A code was called. The pt was resuscitated, intubated, put on a ventilator and transferred to ICU. The pt expired 2 days later. The cause of death was unspecified. The customer contact stated the device was not isolated after the event and was returned to clinical use. Though requested, no further info was received.